Event description:
It was reported that, during a laparoscopic gastrectomy, an unknown error occurred several times, and then ¿replace instrument¿ was displayed. The blade broke. No pieces fell into the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Batch #: v95h8a. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one harhd36 device (batch: v95h8a) was returned with no apparent damage. In addition, the blade tip of the actual device was not broken as reported. A package tyvek( lot: v95h9p) was returned with the device. Regarding the detailed visual observation of the jaw, the blade tip was good condition and not observed any damages. Tissue pad was worn due to normal usage. The open and close of the jaw was worked as intended. The actual device was connected on a gen11 (1111521198), the device could not be passed the system check test at initiation sequence due to ¿replace instrument¿ error alert. Then, the eeprom data in the actual device was read out by eeprom reader. Error code 9 was found. Message was ¿failed to detect 1st eeprom, probable lack of circuit continuity¿. The eeprom data in the actual device was read out by eeprom reader. Event code 4004 was found. 4004: signal_handswitch_unknown_fault. When the handle of the actual device was shaken, sometime, gen11 had recognized the actual device, passed the system check test, and worked without any problems. Also, when the handle of the actual device was shaken again, gen11 no longer recognized the actual device again. After disassembled the device, no damages were found on the internal components. A slight gap was found at the connection of the switch circuit. When the part was pushed to less gap of connector, the actual device was worked on gen11 without any problems. Regarding the detailed visual observation of the connector, it was found the red cable was not fully inserted to connector. No damages on the connector and the cable, and when the red cable was pushed into the connector, the cable was able to be fully seated. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. No conclusion could be reached as to how the connector issue occurred. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Batch #: v95h8a. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one harhd36 device (batch: v95h8a) was returned with no apparent damage. In addition, the blade tip of the actual device was not broken as reported. A package tyvek( lot: v95h9p) was returned with the device. Regarding the detailed visual observation of the jaw, the blade tip was good condition and not observed any damages. Tissue pad was worn due to normal usage. The open and close of the jaw was worked as intended. The actual device was connected on a gen11 (1111521198), the device could not be passed the system check test at initiation sequence due to ¿replace instrument¿ error alert. Then, the eeprom data in the actual device was read out by eeprom reader. Error code 9 was found. Message was ¿failed to detect 1st eeprom, probable lack of circuit continuity¿. The eeprom data in the actual device was read out by eeprom reader. Event code 4004 was found. 4004: signal_handswitch_unknown_fault. When the handle of the actual device was shaken, sometime, gen11 had recognized the actual device, passed the system check test, and worked without any problems. Also, when the handle of the actual device was shaken again, gen11 no longer recognized the actual device again. After disassembled the device, no damages were found on the internal components. A slight gap was found at the connection of the switch circuit. When the part was pushed to less gap of connector, the actual device was worked on gen11 without any problems. Regarding the detailed visual observation of the connector, it was found the red cable was not fully inserted to connector. No damages on the connector and the cable, and when the red cable was pushed into the connector, the cable was able to be fully seated. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. No conclusion could be reached as to how the connector issue occurred. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during a laparoscopic gastrectomy, an unknown error occurred several times, and then ¿replace instrument¿ was displayed. The blade broke. No pieces fell into the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.